Event description:
The manufacturer received information alleging an everflo oxygen concentrator shut down while in use. The patient was taken to the hospital for lack of oxygen. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly shut down while in use. The patient was taken to the hospital for lack of oxygen. The device was evaluated by a third party service center. The customer's complaint of the device shutting down was not reproduced. The technician found the device to have low oxygen concentratioin. The sieve cannisters and valve was found to be defective. The capacitor was found to be defective and the manifold had evidence of contamination. A request for the defective parts to be returned to the manufacturer' s product investigation laboratory was made by the manufacturer. The parts were lost during shipping. The manufacturer is unable to determine the root cause of the device shutting down at this time. If any additional information is received, a follow up report will be filed.